Manufacturer narrative:
(B)(4). We are still attempting to obtain the subject complaint iw934 cosycot infant warmer for further investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. There was no patient involvement.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the heater head housing of the complaint iw934 cosycot infant warmer was returned to fisher & paykel healthcare new zealand for evaluation. Results: visual inspection of the heater head housing revealed that it was cracked heavily at the front end dome portion of the upper head case and part of the plastic had broken away leaving a hole. Delamination and chipping of outer plastic shell is evident on other areas of the head. The top portion of the head shows surface crazing and the head label was torn and diminished. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2006 and is twelve years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base";assessement. "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.